Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's keypad was unresponsive. It was reported that the customer tried to troubleshoot by removing and replacing battery, but the problem continued. The customer states pressing the up arrows and having the device continue to scroll and not being able to stop it. The customer's blood glucose level was reported to be 124.2mg/dl. The customer was advised to discontinue use of the device, and that it would need to be replaced. The device is being returned for analysis and replaced.

Manufacturer narrative:
All of the buttons are functioning properly during testing however, moisture damage was found on the keypad traces during our visual inspection. No unexpected numbers scrolling during our testing. The insulin pump was received with normal operating currents. The insulin pump was monitored and no no unexpected battery out limit alarms occurred during our testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.